Manufacturer narrative:
A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts were unsuccessful. If additional information is later obtained, the complaint will be reopened. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that dfm100 processor pca assy sn (B)(6) was returned to philips repair center for analysis. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.